Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had sound like there was an anomaly with motor portion of the pump. Customer stated that they were not able to exit load reservoir process. Customer was hospitalized due to high blood glucose level of 500 mg/dl on (B)(6) 2019. Customer was treated with insulin drip. Customer did not receive complete status with next highlighted on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.